Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine 9 mg/ml at a dose of 2,2 mg/day, bupivacaine 20 mg/ml at a dose of 4,88 mg/day, and clonidine 22,5 mcg/ml at a dose of 5,5 mcg/day via an implantable pump. The indication for use was not provided. It was reported that during normal use on (B)(6) 2017, the patient went to another hospital emergency room for increase of pain. It was further clarified that the patient was hospitalized on (B)(6) 2017 with unrecognized withdrawal symptoms. No one thought of a pump problem in this hospital. The patient was transferred to another hospital on (B)(6)2017 when it was thought of a pump problem. This was the center in which the patient was being followed for their pump. The patient received IV morphine ¿at the weekend¿ and was seen by a physician on ¿monday¿ (also reported as on (B)(6) 2017) for this suspicion of a pump problem and withdrawal symptoms. The pump was found to be empty before the scheduled date as the theoretical volume was 3 ml. The filling date noted on the ptm was (B)(6) 2017. In the previous months, some volume differences had been observed but the problem of overinfusion was reported to have worsened. As reported on (B)(6) 2017 the real volume was 3 ml and the theoretical volume was 3.1 ml. On (B)(6) 2017 the real volume was 2.2 ml and the theoretical volume was 2.9 ml. On (B)(6) 2017 the real volume was 2.8 ml and the theoretical volume was 2.9 ml. On (B)(6) 2017 the real volume was 3 ml and the theoretical volume was 4.6 ml. On (B)(6) 2017 the real volume was 0 ml and the theoretical volume was 3 ml. There were no environmental, external, or patient factors that may have led or contributed to this issue. Diagnostic testing/troubleshooting and actions/interventions taken included telemetry and refilling the pump. The pump remained implanted and in-service. However, surgical intervention was planned and scheduled for (B)(6) 2017. At the time of the report, the issue was unresolved and the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Pump interrogation revealed the pump was at minimum rate delivering morphine at 0.0577 mg/day, bupivacaine 0.128 mg/day, and clonidine 0.144 mcg/day. Analysis revealed the overinfusion with an undetermined root cause with this pump. If information is provided in the future, a supplemental report will be issued.